Manufacturer narrative:
The customer reported occlusion in the filter sets, and returned 4 samples of material 10013902. The 4 sets had three different lots: 24069361-qty 1; 24089071-qty 2; unknown-qty 1. The sets were all infused with water through a 10 ml bd syringe and examined under a microscope at the filter/tubing connections. Three sets had no issues and did not show occlusion, the two lot 24089071 and the one unknown sample. The one sample for lot 24069361 (only original lot reported) verified the issue. The microscope examination found there to be excess solvent applied to the tubing joint at the outlet of the filter. The manufacturing site found the root cause for the occlusion at tubing/filter to be related to incorrect solvent assembly process. A quality alert was issued 21aug2024 to communicate and reinforce the correct solvent assembly procedure to personnel. In addition, the standard work instruction was updated 06sep2024 to specify that personnel should use the medica 15 solvent dispenser wit ha 1.4mm pin to assure correct assembly and proper consistency. Device history record review for model 10013902 lot number 24069361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jun2024. Device history record review for model 10013902 lot number 24089071 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set had flow issues the following information was received by the initial reporter with the following: it was reported by the customer that had quite a lot of issues with filters not priming/beeping occlusion, etc. I filed a safety net on a couple and sent them in. We've had a handful of others that are malfunctioning, but only 2 that have been saved.